Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with the operating currents within specification. The pump unit was monitored and no blank display anomalies, communication error alarms or off no power without low battery indicator alarms were noted. The pump passed the self test, unexpected restart error, rewind, basic occlusion and displacement tests. However, unable to prime the prime test due to a faulty force sensor. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off now power. Customer's blood glucose was 19.6mmol/l. Customer was not able to get to pump alarm history due to alarms. The customer tried putting in multiple batteries but the pump kept counting. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer was advised to insert a new energizer aaa alkaline battery. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm communication error. The customer stated that the pump keep coming with communication error alarm every time she puts in a new battery. The customer was advised that the internal backup battery could not be charged. The customer was advised that the device would be replaced. Customer is using a loan pump at the moment and had taken injection.